Event description:
During cardiac cath, pt required a stent to be deployed. When removing the wire, following stent deployment, the stent delivery balloon became unhinged from the shaft when md pulled the balloon into the guide catheter, but fortunately it was able to be removed completely by the guide catheter being removed through the sheath" per md. No harm to pt.